Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is not sensing, pressure failed unable to pass autofill. This resulted in the patient needing to be transferred to another pump. Patient survived and was transferred. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the failure. The fse replaced the pim (0997-00-1178) with a new safety disk. The unit passed all functional and safety tests and was returned to customer. The defective part was sent to failure analysis and testing (fat) dept withe reported issue of autofill with a failed pim and drive manifold test.the fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in the cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part failed the leak differential pressure test on the pim test. Also failed the drive manifold leak tests. Probable root cause is expected wear and tear. The part will be retained by fat per procedure.